Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a blank display. The customer's blood glucose level was unknown. The customer completed troubleshooting but the blank display still occurred. The customer was asked to return the device for analysis. No further details were provided.

Manufacturer narrative:
The insulin pump received with normal operating currents. The insulin pump monitored for several days and no blank display noted. The battery tube connector plugged improperly to printed circuit board during visual inspection. Device received with scratched case and pillowing keypad overlay.